Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was discovered in the pump module area as well as the exterior of the cycler set cassette. The volume of the fluid was approximately one cup. The patient reported receiving the m83 pump a vs. B volume error alarm prior to encountering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pd patient initially contacted fresenius for troubleshooting assistance when the cycler would not power on. The power cord was reseated to resolve this issue after it was discovered to be insecurely connected to the back of the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient used the cycler in order to complete pd treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy without further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: g3 (the date received for followup #1 was reported in error as 1/11/2024. The correct date received is 1/10/2024).

Event description:
A peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was discovered in the pump module area as well as the exterior of the cycler set cassette. The volume of the fluid was approximately one cup. The patient reported receiving the m83 pump a vs. B volume error alarm prior to encountering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pd patient initially contacted fresenius for troubleshooting assistance when the cycler would not power on. The power cord was reseated to resolve this issue after it was discovered to be insecurely connected to the back of the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient used the cycler in order to complete pd treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy without further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was discovered in the pump module area as well as the exterior of the cycler set cassette. The volume of the fluid was approximately one cup. The patient reported receiving the m83 pump a vs. B volume error alarm prior to encountering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pd patient initially contacted fresenius for troubleshooting assistance when the cycler would not power on. The power cord was reseated to resolve this issue after it was discovered to be insecurely connected to the back of the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient used the cycler in order to complete pd treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy without further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.